Event description:
Crrt (continuous renal replacement therapy) filter leaking therapy fluid at the 5 micron filter. Shortly after pulled large amount of air into filter. Unable to give blood back. Item was discarded into trash. Cartridge lot number: 41078016. Therapy fluid bag lot numbers: 2438593206, 2438593202, 2438593202, 2438593202.